Manufacturer narrative:
Per the clinic, the patient was treated with topical and oral antibiotics (dates not reported). The patient also underwent a procedure (date not reported) and excess skin was excised. The implanted device remains.

Manufacturer narrative:
This report is filed, march 7, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site as well as infection. The implanted device remains.